Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking for a percutaneous coronary intervention, a foreign material was noted on the stent. The target lesion being treated was located in the unspecified coronary artery. A 2.50mm x 12mm promus element plus was opened and it was inspected before they put it inside the patient. It was noted that it looked like it had human hair outside of the stent. They disposed the device and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with the foil pouch and the carton box, both of which had been opened. The product mandrel, stent protector and protective coil were not returned for analysis. Several kinks were noted along the hypotube. A hair was returned, taped to the accessory pouch. No damage was noted to the profile of the crimped stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during unpacking for a percutaneous coronary intervention, a foreign material was noted on the stent. The target lesion being treated was located in the unspecified coronary artery. A 2.50mm x 12mm promus element plus was opened and it was inspected before they put it inside the patient. It was noted that it looked like it had human hair outside of the stent. They disposed the device and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine. It was further reported that the hair noticed directly upon removal of the stent protector.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the hair noticed directly upon removal of the stent protector.